Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gas trointestinal /pelvic floor therapy. It was reported by the patient¿s friend and the patient that the ins flipped so the hcp had to do surgery to resolve the issue. No further complications were reported or are anticipated.